Event description:
The customer reports that the jaws were sticking to tissue and this was affecting the seal. Sometimes excessive force was required to remove the device from tissue, which damaged the sealed area. Another device was used to complete the procedure. There was no unanticipated tissue loss, tissue damage or bleeding. The current status of the pt has been reported as recovering.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was tested for activation and sealing function on simulated tissue with acceptable results. The jaws of the device did not stick to the simulated tissue. Covidien could not confirm the customer's report.